Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. Customer¿s blood glucose level was about mg/dl with large ketones. "Additionally", it was reported that occlusion alarms occurred. Customer changed supplies to address the issue and insulin delivery was resumed.